Manufacturer narrative:
No device was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the screws were worn out on a few defective instruments. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the returned clamp is intact and functional with no apparent physical damage. No problem found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.